Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that due to dysuria, urinary frequency/urgency, bladder infections, vaginal pain and bleeding with erosion. The patient underwent revisions during office visits on (B)(6) 2009, (B)(6) 2010, (B)(6) 2011 and mesh removal on (B)(6) 2011. (B)(4). Urinary frequency/urgency. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-06131. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Additional narrative: it is reported that after mesh removal and bilateral salpingo oophorectomy, patient continued to have urinary frequency, urinary tract infections, ivp showed moderate caliectasis had stent inserted for hydronephrosis, abnormal pap in 2010 and vaginal biopsy. It was further reported that on (B)(6) 2012 the patient underwent a cystoscopy to remove left urethral stent. On (B)(6) 2012, due to recurrent urinary tract infections, hydronephrosis the patient had surgery for obstructive lesion in distal ureter, it was reported that there was no sign of mesh anywhere in urinary tract. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.